Manufacturer narrative:
The force bipolar instrument has been received for failure analysis evaluation; however, the evaluation is not yet complete.

Event description:
It was reported that the jaw of the force bipolar instrument was not able to close properly or unable to clasp tissue. A fragment fell into a patient and it is unknow if it was retrieved. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this particular arm did not have broken fragments; the jaws were not closing properly and no grasping tissue. The instrument was inspected prior to use and no damage or irregularities were detected. During the robotically completed procedure, there were no issues noted with instrument functionality or collisions with other instruments or hard materials. Importantly, no fragments detached from the instrument, and there was no event involving fragment loss or breakage, so no retrieval or additional procedures were required. The wrist of the instrument was straightened prior to removal, with no resistance felt by the surgical staff and no damage observed to either the cannula or the instrument. Throughout the procedure, patient safety was maintained: there were no injuries, and the patient did not return to the hospital for post-surgical complications related to retained foreign objects. The instrument and any accessories are not available for return to isi for evaluation, and any retrieved fragments¿if applicable in other cases¿were discarded rather than retained. Additionally, there are no photographic images or video recordings available for review by isi. All intraoperative and postoperative checks were thorough, ensuring that neither retained foreign material nor device malfunction occurred, and the procedure was concluded without the need for conversion to open or laparoscopic surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a severely bent grip tip.

Event description:
Refer to h11 for follow-up information.